Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 387 mg/dl while using the ilet system, denied symptoms, and reported no leaks, bent cannula, or alarms; correction dosing increased but did not reduce glucose, and the user performed an infusion site change after education. Symptoms included elevated blood glucose without reported associated clinical manifestations. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting with the user and education on infusion site replacement. Investigation of this case revealed no device alarms or observed infusion set defects, and scar tissue at the infusion site was considered a potential factor, though the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.